Manufacturer narrative:
UDI: (B)(4). A full analysis of the data logs has been performed, this analysis concluded that the multiple impossible to load exam issues were most likely due to the computer performance, the system did not have enough ram to compute and execute all tasks at the same time. However, not enough evidences are provided in log files to confirm this potential root cause.

Event description:
The company field service engineer (fse) was present for an seeg case. After registration and during the verification step, fse wanted to switch from the preop CT (o-arm) scan to the original CT (series 1) to check pointer placement on the nose. However, when fse went to the exam manager, she was unable to change to the original CT and kept getting the error impossible to load exam. This also happened when trying to change back to the preop CT. Only the MRI t1 mprage was able to load without giving that error message. The fse skipped through the verification steps so that the registration could be saved, then chose verification again under the registration tab. The same problem occurred. Fse decided to reboot the computer. After rebooting, fse was able to load both cts without any problem and perform the verification of the registration. Delay to case about 10 mins, no patient impact, patient was already under anesthesia.